Event description:
A (B)(6) female pt's nurse called zoll customer support to report that the pt's battery charger/modem was unable to charge or recognize a battery pack. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to contamination of the battery charger, on the battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.